Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent resection of mesh sling, and mesh revision/removal, due to vaginal pain and bleeding on (B)(6) 2012; and complex urodynamics was performed on (B)(6) 2012 for autologous implant (pubivaginal sling) using rectus abdominal fascia including harvesting of the fascia and cystoscopy, due to recurrent stress urinary incontinence. (B)(4) -urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced emotional distress, depression, discomfort, and incontinence.

Event description:
It was reported that following insertion the patient experienced emotional distress, depression, discomfort, and incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage and urgency.

Event description:
It was reported that following insertion the patient experienced urinary leakage and urgency.